Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during a device changeout procedure the patients epicardial left ventricular (lv) lead displayed high threshold levels. The lead currently remains implanted-out of service. A lead revision is planned for a future date. No patient complications have been reported as a result of this event.